Manufacturer narrative:
Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm during testing. The basal profile delivery properly. Device received with cracked retainer and pillowing keypad overlay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer went to the emergency room on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the emergency room due to high blood glucose. The customer did not provide the date of the hospital visit. The customer was using the auto mode feature. The customer's current blood glucose is 246 mg/dl. The customer reported that the insulin pump had no delivery alarm. Customer declined troubleshooting as they have tried all the remedies. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.